Manufacturer narrative:
(B)(4). Batch # t5e93j. Device analysis: the analysis results found that a sr75 reload was received with the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the esophageal operation surgery, could not fire when severing stomach tissue on the firing. Checked the sled¿s position, it is lockout issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.